Event description:
The customer reported that false high sodium (na) and/or false low chloride (cl) results were generated from a unicel dxc 600i synchron access clinical system for 2 patient samples. The erroneous results were not reported out of the laboratory and there was no change to patient treatment in connection with this event. The customer stated that the issue was noticed when cl and calcium (calc) results for the same sample were suppressed (no results generated). The customer stated that when the issue was noticed, the samples were repeated on an alternate I-stat analyzer in the laboratory and the results were reported out of the laboratory. Quality control (qc) prior to the event was within lab-established ranges. Qc was not run after the event. Beckman coulter field service engineer (fse) was dispatched and found a pinched ion selective electrode (ise) drain line. The fse resolved the issue and verified instrument's performance per established procedures. Failure mode was determined to be a pinched ise drain line.